Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had hypoglycemia of 2.9 mmol/l at the time of incident. The customer reported that she ate something to treat the blood glucose readings. The customer declined to troubleshoot. The insulin pump will not returned for analysis.